Event description:
It was reported that during a routine testing, it was discovered that several of the bays were not charging and not lighting up green on the universal battery charger device. This event did not occur during surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The device returned date was documented as unknown in the initial report. The device returned date has been updated as aug 6, 2014. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to various worn electrical components from normal wear out. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.